Event description:
It was reported that this electrode was exhibiting a gradual rise in shock impedance measurements up to 125 ohms. It was noted that a previous surgical intervention had been performed to reposition the electrode due to the rise in shock impedance measurements. X-ray imaging showed some adipose tissue below the coil which could be the responsible of the increased system impedances. Troubleshooting options were provided to the field and the electrode remains implanted an in service. No additional adverse patient effects were reported.

Manufacturer narrative:
With all the available information, boston scientific concludes the allegations in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. At this point, it can be concluded that use error factors most probably contributed to the event.

Event description:
It was reported that this electrode was exhibiting a gradual rise in shock impedance measurements up to 125 ohms. It was noted that a previous surgical intervention had been performed to reposition the electrode due to the rise in shock impedance measurements. X-ray imaging showed some adipose tissue below the coil which could be the responsible of the increased system impedances. Troubleshooting options were provided to the field and the electrode remains implanted an in service. No additional adverse patient effects were reported.